Event description:
A pt reported blood glucose results of 326 mg/dl, 150 mg/dl, 165 mg/dl and 180 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.